Event description:
Pt had diverticulitis and was placed on IV antibiotics, she was not responding to oral meds. She began developing nausea, extreme fatigue, shortness of breath and was unable to eat much for several weeks. Initially, this was attributed to the diverticulitis and antibiotics. She continued to flush the PICC line for several days after stopping the tigecycline until the line was removed. Her symptoms did not improve for several weeks. Her renal functions declined slightly while on treatment. Dose amount: 5ml syringe. Frequency: daily. Route: IV. Dates of use: 2007. Diagnosis or reason for use: PICC line flush w/IV abx. Event abated after use stopped: yes.